Event description:
System was explanted due to alleged fragmentation of the catheter.

Manufacturer narrative:
Evaluation summary: portal was returned with a 5 inch length of catheter attached, together with a separate 4 inch section of catheter. Microscopy examination revealed that the distal end of the attached catheter was jagged in appearance at the point of fragmentation. One end of the separate catheter segment mated up with the distal end of the attached catheter. The orientation and phsyical characteristics of the fragmentation are consistent with compresion fatigue/pinch off syndrome. When injected with saline solution the system was found to be patent.